Event description:
Sex: unknown. Procedure: unknown. Reportedly, clips crossed and did not close or seal properly. The procedure was completed with the use of another device. The surgeon did not consider the event to be life threatening. However, or time was extended.